Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and elevated blood glucose (bg) over 400 mg/dl. Reportedly, the customer also experienced confusion due to dka. Cause of events was due to bent infusion set cannulas. Type of infusion set used was not reported. The customer went to the emergency room and was subsequently hospitalized. Manual injections and intravenous fluids were provided to address bg. Although requested, the customer declined to provide additional information.